Event description:
It was reported that 17 bd insyte¿ autoguard¿ shielded IV catheters experienced a needle that would not retract. The following information was provided by the initial reporter: material no: 381534. During IV start 20 g insyte catheter used. Upon placement of catheter, safety mechanism activated on needle, but safety mechanism failed and needle remained almost completely exposed and would not retract. No effect on patient and this rn inserting IV was not injured, but potential for injury was high. Quantity affected: 1.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/4/2021. H.6. Investigation: our quality engineer inspected the samples submitted for evaluation. Bd received eight hundred and fifty sealed units. Per bd policy, seventy- five units were selected at random for evaluation. The units were inspected for gel or spring defects that might interfere with needle retraction. No problems with the spring or gel were found. The units were then tested for needle retraction failure. All seventy-six units retracted as expected. Therefore, bd was unable to confirm the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 17 bd insyte" autoguard" shielded IV catheters experienced a needle that would not retract. The following information was provided by the initial reporter: material no: 381534 batch no: during IV start 20 g insyte catheter used. Upon placement of catheter, safety mechanism activated on needle, but safety mechanism failed and needle remained almost completely exposed and would not retract. No effect on patient and this rn inserting IV was not injured, but potential for injury was high. Quantity affected: 1.